Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 530mg/dl. It was stated that the customer's blood glucose was treated with an insulin drip. It was also stated that the insulin pump had a blank display at time of the call and troubleshooting was not performed. No further info was provided.